Event description:
Pt admitted for elective laparoscopic assisted vaginal hysterectomy. Tip of needle broke while suturing skin. Magnetic retriever attempted without success. Abdominal x-rays taken. No radiopaque foreign bodies identified. 12/5/95 new report filed due to incorrect report # of 610486447-1995-0011. New number 610486447-1995-0012.